Manufacturer narrative:
Exact date unknown, event occurred several months ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(4), batch: 16560602/17310504.

Event description:
It was reported that the patient was experiencing stabbing and shooting pain with some numbness. The patient underwent a revision procedure where the ipg replaced and the lead extensions were explanted. The patient was doing well postoperatively and explanted device components will not be returned.